Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture and impedance variation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224vrc implantable cardioverter defibrillator (B)(6) 2010. (B)(4).